Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that they attempted to use a trident liner and when they tried to insert into the shell with the same alpha code it was too small. Another liner was on hand to complete the case and there were no delays to surgery or adverse events for the patient / user. This was a primary case. The surgeon reported that the trident shell impacted without issue. The first x3 liner (the one in question) was loose and would not impact as normal, it was loose within the shell. This was discarded. A same size x3 liner was used and this impacted and engaged satisfactorily. The packaging and labels were checked during the case to ensure that the 'letters matched' for the sizing and it was confirmed that it was not an error on our side.

Manufacturer narrative:
An event regarding seating/locking issue involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection: the returned liner is visually unremarkable. Dimensional inspection: the device was found to be dimensionally within specification as per igs-0032251 (ref. Attached inspection). Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: there were no manufacturing issues noted during the inspection of the device and the device was found to be dimensionally compliant. However, the exact cause of the event cannot be determined based on the information provided. Further information such as the details of the shell and the operative report are needed to complete the investigation for determining root cause. No further investigation is possible at this time as insufficient information was received. If additional information becomes available the investigation will be reopened.

Event description:
The customer reported that they attempted to use a trident liner and when they tried to insert into the shell with the same alpha code it was too small. Another liner was on hand to complete the case and there were no delays to surgery or adverse events for the patient / user. This was a primary case. The surgeon reported that the trident shell impacted without issue. The first x3 liner (the one in question) was loose and would not impact as normal, it was loose within the shell. This was discarded. A same size x3 liner was used and this impacted and engaged satisfactorily. The packaging and labels were checked during the case to ensure that the 'letters matched' for the sizing and it was confirmed that it was not an error on our side.